Event description:
The pt stated that since switching to this infusion device, her blood glucose has been elevated. She reported that at lunch, her blood glucose was 144 mg/dl then at dinner it was 311 mg/dl. She stated that she bolused to reduce her blood glucose, however, the next morning her blood glucose was 411 mg/dl and she had moderate ketones. She stated her blood glucose went down briefly to 347 mg/dl and then elevated to 518 mg/dl. She reported that her normal range is 150 mg/dl. The pt experienced nausea with her elevated blood glucose. The pt was advised to change her infusion site and insulin cartridge. Upon follow up, the pt's husband stated that "everything was fine". The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.